Event description:
One touch ultra meter was prompting the "apply sample" message. Two days prior to calling lfs, the patient had been experiencing symptoms of shakiness, feeling tired, and cold. The patient reported that their meter had not been working, when asked if they had attempted to test during the time of concern. They refused to indicate if they had taken any insulin prior to the incident or attempted to test. They contacted the paramedics. Upon their arrival, a result of 10.0 mmol/l (converts to 180 mg/dl was obtained on the emt meter. They were transported to the hospital and a result of approximately 6.0 mmol/l (converts to 108 mg/dl) was obtained on the hospital meter. They were treated with cookies and apple juice. The patient did not allege harm. Theire is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. The customer care representative (ccr) verified that a sufficient sample size was applied to the test strip and the correct technique was being used. The ccr walked the patient through retesting with a new strip and test strips from a different vial and the test would not start. The meter, test strips, and control solution were replaced.